Manufacturer narrative:
Date sent to FDA: 2/10/1998. Due to the end user's perception of the product label, which specifies that specific areas are impervious, this complaint is considered reportable as a malfunction. The sample was visually examined for seal adequacy. The inside of both sleeve reinforcements were found indequate to prevent blood from traveling through to the inside of the gown. All reinforcement sealing equipment was reviewed, ie parameters were checked, by maintenance personnel. Preventive maintenance is performed biweekly. Trends for strikethrough, the most recent two years, show no unexplained upward trend which would indicate a quality concern for this product relative to strikethrough. The lack of recurrence or upward trends, for this event, indicate that it is isolated and does not represent a systemic quality concern. Trends shall continue to be monitored.

Event description:
Sales rep states that the gown in pc1239 had a strikethrough. This is an impervious gown.